Event description:
Dealer states the chair is not holding a charge like it used to and that both motors are abnormally hot. Advised to replace both motors and load test the batteries, which was within range. Quoted motors on (B)(4).

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model fdx-cg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1163181 rev. D (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6), height is unknown, and weight is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.